Manufacturer narrative:
The user culture results were received. Please see b6 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The customer, however, has indicated that the device was reprocessed according to standard. The device has been returned to olympus for evaluation. During the evaluation, it was uncovered that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive around the objective lens had wear. It was observed that the adhesive on the bending section cover had a chip. It was also observed that the universal cord had buckling. It was observed that the right and left knob was deformed. Lastly, it was also observed that the up and down knob could not be locked securely due to deformation of the lock engagement lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope tested positive three times for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for 40 colony forming units (cfus) of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.